Manufacturer narrative:
Correction to h6; component code, clinical code, type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for post-implantation-stenosis and post-implantation - leaflet motion restricted-in patient were unable to be confirmed without provided medical records or imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years post tavr implant using a 26mm sapien 3 valve, the patient underwent a valve in valve procedure using a surgical valve due to restricted leaflet motion. The implanters proposed this happened because the valve was slightly under deployed." Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had diabetes type 2, which is well-known factors that may increase the risk of valve calcification or stenosis. In addition, valve was under expanded per reported. An under expanded valve could lead to further narrowing of effective valve area with suboptimal leaflets coaptation resulting in stenosis. As the valve was stenosed and under expanded, it could lead to suboptimal coaptation of leaflets, resulting in leaflet motion restriction. As such, available information suggests that patient factors (diabetes/stenosis) and/or procedural factors (under expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event of heart block. Investigation results suggest/indicate unknown patient or procedural factors may caused or contributed to the event of heart block. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve remains implanted.

Event description:
Approximately 4 years and 1 month post-tavr implant using a 26mm sapien 3 valve, the patient underwent a valve-in-valve procedure using a non-edwards valve due to restricted leaflet motion. The implanters alleged progression of the prosthetic aortic stenosis to severe and proposed this happened because the valve was slightly under-deployed. In addition information provided that the patient needed a permanent pacemaker post-tavr procedure.